Manufacturer narrative:
The date of the reported event is unknown. If additional information becomes available, a supplemental report will be submitted. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the cystonephrofiberscope tip is completely worn away. No additional information was provided.

Manufacturer narrative:
Updated fields: a2, a4, a5, a6, b5, b6, b7, d8, d9, d10, h2, h3, h4, h6, h11 the device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue was identified during set up / inspection for use (during set up in room / before patient in room). There was no patient involvement.